Event description:
It was reported the patient is experiencing ineffective stimulation. It was also reported the patient is unable to feel stimulation beyond the knee. Reprogramming did not resolve the issue. X-rays were taken, but did not reveal any anomalies. The next course of action is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.